Manufacturer narrative:
The device(s) are currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Biotronik received two medwatch reports from the FDA, each concerning a reocor s/d device. The reports contained identical information. According to the reports: the external pacemaker device, specifically the reocor (manufacturer: biotronik; models: reocor s, reocor d), unexpectedly ceased operation during the battery replacement process, leading to the patient experiencing cardiac arrest. No serial numbers were disclosed. Ref medwatch reports: mw5180110, mw5180111.